Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. There was no reported adverse impact to the customer¿s blood glucose levels. Reportedly, the customer continued using the pump for insulin therapy.